Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00015: screw.

Event description:
During the post op period, the total wrist fusion plate broke. Explantation is required.